Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable pump won't run" alarm. Patient reported that the cassette and pump was attached correctly and lined up. No patient injury reported.